Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) procedure, the physician encountered a high impedance on the lead extension and difficulties removing it from left brain lead. Attempts to remove the lead extension using saline, oil and other surgical tools was performed however were unsuccessful. The physician assessed that the lead extension set screw was damaged while pulling it down the neckline which clamped down on the lead as a result was unable to be disconnected. The physician opted to cut the lead, leaving it attached to the damaged lead extension therefore aborted the lead extension implant procedure. The patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6). Batch: 7125000 UDI: (B)(4).

Manufacturer narrative:
Analysis of the returned vercise lead extension visual inspection revealed one side of the extension connector was separated likely caused by the physicians attempt to remove the lead proximal array. Additionally, a portion of the attached lead revealed contact number eight has a set screw mark causing deformation to that contact. This type of damage is a result by the set screw being tightened prior to properly inserting lead into lead extension resulting in inability to separate devices. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states visually check that the dbs lead electrodes are aligned with the lead extension contacts. With all the available information, boston scientific concludes the inability to remove lead from lead extension and high impedance reported event was confirmed. IFU indicates user to ensure the lead be fully inserted into lead extension connector before tightening the set screw. Therefore, engineers concluded the probable cause selected is unintended use error caused or contributed to the event. Section e1 initial reporter email updated.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) procedure, the physician encountered a high impedance on the lead extension and difficulties removing it from left brain lead. Attempts to remove the lead extension using saline, oil and other surgical tools was performed however were unsuccessful. The physician assessed that the lead extension set screw was damaged while pulling it down the neckline which clamped down on the lead as a result was unable to be disconnected. The physician opted to cut the lead, leaving it attached to the damaged lead extension therefore aborted the lead extension implant procedure. The patient did well post-operatively.

Manufacturer narrative:
Blocks h9 correction/removal reporting number and h10 related report number: updated, received FDA letter.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) procedure, the physician encountered a high impedance on the lead extension and difficulties removing it from left brain lead. Attempts to remove the lead extension using saline, oil and other surgical tools was performed however were unsuccessful. The physician assessed that the lead extension set screw was damaged while pulling it down the neckline which clamped down on the lead as a result was unable to be disconnected. The physician opted to cut the lead, leaving it attached to the damaged lead extension therefore aborted the lead extension implant procedure. The patient did well post-operatively.